Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a possible over delivery anomaly. The customer reported blood glucose value of 64 mg/dl and was treated with glucose/carb intake with the help of immediate family member and also discontinued the insulin pump system. The event involved product(s) mmt-1884, mmt-442aj, mmt-342, mmt-7040a. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the event. No further patient complications were reported. The products mmt-442aj, mmt-342, mmt-7040a will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis. Frn-mmt-342-rsvr, unomed set , ozp-mmt-7040a-snsr.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Delivery anomaly-possible over delivery not confirmed. [Per (B)(6) ¿ r&d engineer: as per carelink report below, the auto-correction boluses were engaged when the sg values were above the range. Below are the auto-corrections activities: 2:40 ¿ 4:24 ¿ total insulin 13.875u. 7:53-8:14 ¿ total insulin 8.05u. 10:01- 10:20 ¿ total insulin 5.325u. 12:20-12:34 ¿ total insulin 3.75u. 14:24-14:39 ¿ total insulin 2.125u. Total auto-correction: 33.125u. At 12/24/2025 14:54:01 the user exited closed loop (smartguard). Regarding ¿giving more than expected based on previous experiences¿ , the total amount of auto-corrections for the previous day (12/23/2025) was 93.475u so, during the event day the amount of autocorrections was less than in the previous day. Conclusion: pump deliver auto-corrections according to cl1 algorithm.] Please see the attachment section for more details regarding (B)(6) analysis. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 24-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 24-dec-2025 in the pump history file and found 2 lost sensor alert on 12/18/2025, 1 lowbatteryalert (104) on 12/19/2025 09:29:00.000 , 1 failedbatttest (58) on 12/19/2025, and 1 nodelivery alarm on 12/23/2025 (during bolus). Earliest power data available per the power management tool/detail trace file is on 12/29/2025 5:29:59 am. There was no power data available for the date of 12/19/2025. Unable to check power data for low battery alert and failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.